Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any reported patient or user harm? No . Was there a significant delay? No. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. How long, in minutes, did the surgery prolong? 1-2 minutes. Which tissue was being sutured when the event occurred? As clearly stated in the report, the fascia of the knee. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Do you have any photos available for visual analysis? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2026 and suture was used. The needle tip broke off from an ethicon suture during a total knee arthroplasty. The suture used was a #1 on a ctx needle. The surgeon was closing the fascia and he grasped the tip of the needle with the needle holders to pull the needle through the tissue. After he was finished with using that suture, the tech noticed that the tip of the needle was missing. The surgeon then ordered that an x-ray be taken to ensure that the broken fragment was not in the patient. The x-ray was taken and there was no fragment seen on the imaging. The broken tip was never found, but it was believed to not be in the patient. The broken needle delayed the case for 1-2 minutes in order for the unplanned x-ray to be taken. There was no patient harm and the rest of the closure went as planned. No adverse patient consequences were reported. Additional information was requested